Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump that presented "an alarm f94". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported alarm of a flogard infusion pump with an f-94 was confirmed on site by baxter technical services via the alarm log. The cause was determined to be a defective main battery and the main battery was replaced onsite by a baxter field service technician to resolve the problem.